Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm, a cartridge alarm 1 (no pressure change when expected), and a cartridge change error message occurred. The user's blood glucose level was 180 mg/dl. Reportedly, the supplies were in use for 3 days. The user successfully changed the supplies.